Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Prompts child patient with adult pad-pak. No patient involved.

Manufacturer narrative:
Correct serial number is (B)(4). The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the 13th september 2013. During the investigation, the device was found to be giving incorrect child patient prompts with an adult pad-pak installed. This would confirm the reported fault. During and after the test therapy sequence the device then got stuck in adult patient mode. The measurements taken would indicate the reed switch (sw1) was failing to switch correctly. The user accessible memory was erased on the 8th march 2018 and therefore no information can be obtained before this date. The last 2 manual power ons on the 8th march 2018 and the 10th april 2018 were recorded and each power on recorded an child patient prompt. The reed switch was replaced and the device power cycled multiple times with both an adult pad-pak and paediatric-pak. The device gave adult voice prompts with the adult pad-pak installed and child voice prompts with the pedi-pak installed. This would confirm a failure of sw1. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 500p.

Event description:
Prompts child patient with adult pad-pak. No patient involved.